Event description:
Complainant alleged that the medics were attempting to monitor a pt (age and gender unk) when they rec'd a "leads off" message on the device screen. The medics changed the 3 lead ECG cable several times, but rec'd the same device screen message. There was no indication from the complainant of any adverse effect on the pt as a result of the alleged failure.